Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported premature battery depletion anomaly was confirmed in the laboratory. The battery depletion was caused by an internal short within the battery.

Event description:
It was reported that the device was explanted and replaced due to premature eri.